Event description:
The customer reported that a leak occurred while priming the set. Upon closer inspection, a hole was visible in the tubing approximately 4.5 cm in length approximately 30 cm from the distal end. The packaging of the set had a defective seal. No patient involvement; therefore, there was no patient injury or medical intervention.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One sample was available for investigation. The reported condition of cut tubing was confirmed. Visual inspection revealed that a section of the tube was cut. Also, another section of the tube was found to have adhesive deposits on it, the kind of which is used in the packaging machine when the plastic pouch is attached to the paper. The packaging seal was seen to be distorted. It is evident that the tube was caught in the pouch seal during the sealing process, which is a manual operation. The batch passed all statistically sampling acceptance criteria. (B)(4).